Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix e/x (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for repair of a ventral incisional hernia. A composix mesh (device #1) was implanted to repair the defect. Attorney alleges the composix mesh (device #1) was defective at the time it was implanted. On (B)(6) 2006: the patient underwent an additional laparoscopic surgery to repair the defected mesh, where an additional composix e/x (device #2). The patient was injured severely and permanently. Attorney alleges the patient has suffered and will continue to suffer physical pain and mental anguish. On (B)(6) 2018: the patient was first informed that the presence of the composix mesh (device #1) and composix e/x (device #2) in her body could be the cause of her injuries.